Event description:
It was reported during the implant procedure that the helix did not come out properly, and took more than 30 rotations until it did extend. While in the patient, it could not be screwed (fixated). The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). The helix will not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated.